Event description:
It was reported that there was a right knee poly exchanged due to a broken ps insert. The ps comp post broke.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection: the device was returned with the insert post fractured from the body of the device. Additional visual inspection was performed as part of the material analysis report (mar). Images of the device are included in the mar. A material analysis has been performed. The report concluded: "in-vivo service related damages to the articulating surface of the insert included burnishing, scratching and third body indentations. These are commonly identified damage modes on uhmwpe inserts. The post fractured in fatigue in the anterior direction. Impingement from the femoral component on the posterior surface of the post likely resulted in the fracture. There was no evidence of manufacturing or material defects on the returned ultra-high molecular weight polyethylene (uhmwpe) tibial insert." Functional inspection: not performed because the event is related to in-vivo performance and therefore functionality could not be duplicated. The damage to the device renders it non-functional. Dimensional inspection: not performed because the dimensions of the device have been altered by implantation and subsequent explantation.

Event description:
It was reported that there was a right knee poly exchanged due to a broken ps insert. The ps comp post broke.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.